Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: since the valve has been implanted for over ten years, it is unlikely that the stenosis is due to any potential manufacturing issue. The common probable cause for stenosis is due to pannus overgrowth. Without the return of the valve for analysis, a root cause of the stenosis cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately ten years and seven months following the implant of this transcatheter pulmonary bioprosthetic valve, a second valve was implanted valve-in-valve due to stenosis. No adverse patient effects were reported.